Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified tpn (total parenteral nutrition) bag leaked at the seam. The event occurred during an unknown process step there was no report of patient injury or medical intervention associated with this event. No additional information is available.